Event description:
It was reported that the patient experienced a spinous process fracture at the l3 vertebra after the decompression spacer implant procedure. It was also noted that the spacer had dislodged. Further information has been unable to be obtained despite good faith efforts.